Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 50 mg/dl and went high almost 200 mg/dl. Customer other relevant blood glucose level was 70 mg/dl, 95 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents. Pump communicated properly with test guardian link transmitter. Device received with the sg and bg in acceptable range. No sensor anomalies noted. Unit alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly. (B)(4).